Manufacturer narrative:
H6 the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A visual inspection found the device returned outside its original packaging. There was no visible damage. A functional evaluation found the device outputted bipolar ablation appropriately in both the cut and coag modes. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the probe, saphyre, did not get an output energy. The procedure was successfully completed with a delay greater than 30 minutes using a back-up device. No patient complications were reported.